Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Three days after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dosage, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was still hospitalized and the treatment with antibiotics was ongoing. The patient was not recovered from the peritonitis event. On an unreported date, the pd therapy was discontinued. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.